Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 3.1/3.2 was identified as the issue due to a failing 3x1 cubie pocket. A field service engineer (fse) removed the unit and the connectors for each tray were cleaned. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer failure occurred. The drawer failed and was unrecoverable, and the system prompted that maintenance was required. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.